Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A stylet insertion test failed near the tip. X-ray imaging noted that the cathode coil was stretched/deformed near the lead tip. The deformed inner coil inhibited the transmission of the torque to the helix thus confirming the clinical observations.

Event description:
It was reported that during a replacement procedure a right ventricle lead was attempted to be implanted but presented helix extension issues. The lead was removed and reattempted, but helix extension/ retraction issues continued. The lead was replaced with a new lead to complete the procedure. No adverse patient effects were reported. This lead has since been received for analysis and the investigative results are as enclosed.